Event description:
It was further reported that the lesion was a de novo lesion with reference vessel diameter of 3.00mm, length of 45.0mm, and visually 100% stenosis and was treated with pre-dilatation and the overlapping stents without gap, and post-dilation. Residual stenosis became visually 0% and timi flow improved from 0 to 3 through the index procedure. The patient was discharged without complications 2 days later on bayaspirin and panaldine. The disease trajectory before the death and the cause of death were unknown, because the event was confirmed by a hospital which was not the study site. An autopsy was not performed.

Manufacturer narrative:
(B)(4)

Event description:
(B) (4) clinical study. Same case as 2134265-2010-02561. Same patient as 2134265-2009-06869 and 2134265-2009-06870. It was reported that following a coronary artery stenting procedure, the patient expired. The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion by implanting two (3.00x24mm & 2.50x24mm) taxus express2 study stents. In (B) (6) 2010, the patient died at home and had been transferred to another facility. They were unable to obtain detailed information regarding the death.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)